Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the middle portion measuring 52.2cm was returned for analysis. External insulation abrasion was noted at 6.5-7.8cm and 16.7-17.2cm from the distal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 28.2-28.6cm from the distal end of the svc shock coil, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 10.5-13.8cm from the distal end of the svc shock coil. Internal insulation abrasion was noted at 2.0-3.5cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.